Event description:
It was reported by the patient's family member that an unknown 'titanium elbow rod' was implanted in the patient and broke eight weeks post operatively. Device information is unknown. No additional information was provided.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Based on the information provided, the root cause could not be determined.